Manufacturer narrative:
The device remains in service. No further information is available. This report will be updated if more information becomes available or if the device is explanted and returned for analysis.

Event description:
Boston scientific received information that this pacemaker had an estimated longevity remaining of 1,5 years. The device had been implanted for approximately five years, and it was alleged the device was depleting prematurely. No adverse patient effects were reported.